Manufacturer narrative:
Section d: a lot number was provided. However, the lot number does not match any cassette lot numbers in manufacturing records. Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 2102404 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that the last two deliveries of remodulin supplies had 1 cassette with a broken seal that looked like a slice. There was no interruption to therapy, missed doses or adverse events reported due to product issue. There was a patient involvement and unknown patient harm/adverse event reported.